Event description:
The end user reported the skin under the skin barrier began to sting after 2-3 days of wear time. In addition, the end user noted the skin barrier was difficult to remove from her skin. After removal the skin around the stoma had become red and there was scant bleeding from the area. No further info was reported.

Manufacturer narrative:
Additional information received november 18, 2015. The product associated with batch 4k01222, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(6).